Event description:
A surgeon reported that one day following intraocular lens (iol) implant surgery, the lens rotated. At one week postoperative, the lens was noted to be still misaligned and the pt's refraction was off target. Add'l info was received from the clinic director who reported the lens was exchanged for the same model, different power lens. The replacement lens also rotated off-axis; however, the surgeon is not planning any add'l surgery since the pt is satisfied with the current vision. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the initial lens.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. There was not enough info was provided from the account to properly complete an investigation. Add'l info was requested on 05/08/2012 and 05/15/2012 by phone, fax and mail. Add'l info was received on 05/22/2012 by phone. A completed questionnaire has not been received. (B)(4).